Manufacturer narrative:
The customer reported using either (B)(4) device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an onelink system solution set leaked. This occurred during patient infusion with contrast. It was stated that they were having a hard time loading the set and getting contrast on the patient. This was found between the catheter and the one link set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.